Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the stryker nav3 platform was inaccurate by up to approximately 3 mm. The procedure was completed successfully without a clinically significant delay, impact to the patient, medical intervention, or adverse consequences.

Event description:
It was reported that during a surgical procedure conducted at the user facility the stryker nav3 platform was inaccurate by up to approximately 3 mm. The procedure was completed successfully without a clinically significant delay, impact to the patient, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed on basis on the device evaluation. The surface level was incorrect adjusted and the upper position of the patient¿s forehead was missing in the data which caused an incorrect initial matching of the mask. Further was the patients¿ head fixated with a strip which caused deformation and forced the system to calculate the mask position below the strip.

Event description:
It was reported that during a surgical procedure conducted at the user facility the stryker nav3 platform was inaccurate by up to approximately 3 mm. The procedure was completed successfully without a clinically significant delay, impact to the patient, medical intervention, or adverse consequences.